Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: tf : 231022 (pexpvalve sensor defect) flow sensor calibration not ok . Autozero calibration not ok. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: tf: 231022 (pexpvalve sensor defect) flow sensor calibration not ok. Autozero calibration not ok. No health consequences or impact.